Event description:
Rptr initially noted a footpedal error during surgery; switched out unit to complete the case. The biomed was unable to duplicate error. Follow-up indicated a capsular separation occurred during sculpting and they did a manual vitrectomy; implanted iol. Pt reportedly doing well so far.